Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: broken elements in the ultrasound image. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found 2 broken elements in the um (ultrasound image) however, service repair noted unable to duplicate customer reported issue as evis and image are both found normal. In addition , leak test performed and no issue found , device passed the cosmo testing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported image problem, no image. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.